Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing. In addition the patient experienced premature ventricular contractions (pvcs). Boston scientific technical services (ts) reviewed the presenting, and ts agreed that there was one oversensed myopotential signal and noted that sensing otherwise looked good. Ts also noted that the pvc was undersensed. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating the patient received fifteen shocks in a day. Ts was contacted to review the episodes, and ts noted the patient had ventricular fibrillation (vf) induced four times after the s-ICD shocked on the t-wave of a wide complex signal. After induced, there were multiple shocks that did not convert the vf. There was also some oversensing. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing. In addition the patient experienced premature ventricular contractions (pvcs). Boston scientific technical services (ts) reviewed the presenting, and ts agreed that there was one oversensed myopotential signal and noted that sensing otherwise looked good. Ts also noted that the pvc was undersensed. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating the patient received fifteen shocks in a day. Ts was contacted to review the episodes, and ts noted the patient had ventricular fibrillation (vf) induced four times after the s-ICD shocked on the t-wave of a wide complex signal. After induced, there were multiple shocks that did not convert the vf. There was also some oversensing. No additional adverse patient effects were reported. Additional information was received indicating s-ICD therapy was turned off given the s-ICD induced vf. Subsequently, the patient was implanted with an implantable cardioverter defibrillator (ICD) system in response. The s-ICD system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing. In addition the patient experienced premature ventricular contractions (pvcs). Boston scientific technical services (ts) reviewed the presenting, and ts agreed that there was one oversensed myopotential signal and noted that sensing otherwise looked good. Ts also noted that the pvc was undersensed. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating the patient received fifteen shocks in a day. Ts was contacted to review the episodes, and ts noted the patient had ventricular fibrillation (vf) induced four times after the s-ICD shocked on the t-wave of a wide complex signal. After induced, there were multiple shocks that did not convert the vf. There was also some oversensing. No additional adverse patient effects were reported. Additional information was received indicating s-ICD therapy was turned off given the s-ICD induced vf. Subsequently, the patient was implanted with an implantable cardioverter defibrillator (ICD) system in response. The s-ICD system remains implanted. No additional adverse patient effects were reported.